Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of -3.5 diopter into the patient's right eye (od) on (B)(6) 2023. The lens was removed due to refractive change overtime. On (B)(6) 2023 a replacement lens of different power was implanted and the problem resolved. Cause of event reported as unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).